Event description:
It was reported that an m.blue was implanted. According to the complainant, the valve was not in order . The patient underwent a revision procedure. The complained product was not yet sent to the manufacturer for investigation. No patient complications were reported as a result of the revision procedure.

Manufacturer narrative:
Manufacturing site evaluation: no product received to date. Should relevant additional information/investigation results become available, an additional medwatch report will be submitted.

Manufacturer narrative:
Visual inspection: during the investigation, blood, deposits and tissue residues on the devices were determined permeability test: a permeability test has shown that both valves are permeable. Computer controlled test: to investigate the claim of over-drainage, the opening pressure is measured using a miethke computer controlled testing apparatus which simulates a cerebrospinal fluid flow. The valves are tested in both the horizontal as well as the vertical position. The results show that the valves are operating within the specified tolerances in their respective relevant position. Adjustment test: the valves were tested and both valves are adjustable in all pressure settings. Braking force and brake function test: the brake functionality test has shown that the brake function operates as expected and the braking force is within the given tolerance. Internal inspection : after dismantling of the valves, organic deposits were found in both valves. Results : based on our investigation results, we can determine visible deposits in both valves. The deposits had no effect upon the specifications at the time of the examination. The shuntsystem operated within all specifications. Organic material in the csf can temporarily influence the function and are known side effects in hydrocephalus therapy. The examination of the return has been completed with the drafting of this report.

Event description:
It was reported that an m.blue plus valve (fx809t) was implanted on (B)(6)2020. According to the complainant, the valve caused an overdrainage and had adjustement difficulties. The patient underwent a revision procedure on (B)(6)2024. No patient complications were reported as a result of the revision procedure. The sample has been sent to the manufacturer and was investigated.